Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was moderately tortuous. During the procedure, the ruby coil unintentionally detached. Therefore, the ruby coil was removed using a snare device. It was reported that either another ruby coil or the pod pc unintentionally detached; however, the coil was positioned in an acceptable location within the patient's anatomy and was not required to be removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. He manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2022-00291.